Event description:
It was reported that during an unk procedure, the tissue was sutured only partially. So the surgeon had to use a new device to carry out this operation. No adverse pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.